Manufacturer narrative:
(B)(4). Date sent: 11/20/2020. D4: batch # u5dp2n. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation." Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.,it was reported that malformed staple. Additional information received: upon visual inspection of one photo, the following was observed: the photo shows a staple line on the tissue and what appears to be a staple was noted no properly formed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. See device analysis above. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and is not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass, surgeon complained of malformed staples throughout the entire roux en y procedure. The first bite into the bowel showed a staple sticking straight out in the middle of the staple line. Paused to pull out malformed staples. Surgery was delayed three minutes due to this reported event. Fragments were generated, and removed easily without additional intervention. Case was successfully completed, and there were no patient consequences.